Event description:
Customer reported an issue with the v series monitor, which may have affected pt monitoring. Np pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's pogo pin. Problem was resolved.